Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the device pressure was fluttering outside of the acceptable range (10 mmhg) on the secondary port. The software was updated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, secondary port not holding pressure. It was going up 10mmhg and going back down and back up constantly. There was no patient harm/injury. There was no surgical delay reported. Another device was used to complete the surgery. During device evaluation, it was discovered that the device pressure was fluttering outside of the acceptable range (10 mmhg) on the secondary port. Due diligence is complete, there is no additional information available.